Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, a blood leaked was noted from the hemostasis valve. Another introducer was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The hemostasis seals were microscopically inspected through the hemostasis hub cap which revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be reproduced.